Manufacturer narrative:
Estimated date of event. No UDI is being reported as the part and lot numbers were not reported. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot number were not reported. Factors that may contribute to the difficulty to remove the guide wire may include, but not limited to, anatomical conditions, device selections, techniques used in the procedure, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, interaction with other devices used, coagulation of blood, or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience prime mentioned will be filed in a separate medwatch report. Literature attached: "case report retrograde balloon dilation outside the main branch stent to restore the occlusion of side branch in chronic total occlusion bifurcation lesions."na.

Event description:
It was reported that the procedure was to treat/restore an occlusion of the posterolateral vessel (plv) in the right coronary artery (rca) which was a chronic totally occluded (cto) bifurcation lesion. A fielder xt-r guide wire (gw) was advanced antegradely but failed to cross due to an unspecified reason. Then a gaia third gw was advanced but also failed to cross due to an unspecified reason. A retrograde approach with a sion gw was then used. Via selective tip injection, an occlusion site was revealed at the bifurcation site. The fielder xt-r was advanced [knuckled] up into the rca cto segment overlapping with the antegrade wire at the middle part of the cto. As the retro-antegrade gws were difficult to kiss, a reverse controlled antegrade and retrograde subintimal tracking (cart) technique was used to enlarge the space with a 2x20mm balloon. This facilitated the non-abbott guide catheter into the cto mid-segment, manipulating the retrograde pilot 200 wire and corsair microcatheter into the guide catheter. The pilot 200 wire was then exchanged with a 330cm asahi rg3 wire. Pre-dilatation was performed with 1.5x20mm and 2x20mm balloons. Rca antegrade flow was restored into the posterior descending vessel (pdv), but retrograde angiography showed severe disease in the plv. A sion retrograde gw was advanced into the distal plv. A 1.5x20 mm mini-trek balloon successfully predilated the plv for thrombolysis in myocardial infarction (timi) 3 grade flow. Stenting of the rca into the pdv was performed using four xience prime stents. But angiography showed that plv flow was slower with timi 1 grade flow after stent implantation. A 1.5x20mm balloon was used to dilate the lesion and the flow was rescued. To avoid the plaque shift to the pda and preserve plv flow, an antegrade 3×15 mm trek balloon with retrograde 2×20 mm trek balloon performed the final kissing technique (fkt) at 14 atmospheres. Angiography and ivus showed that plv flow was successfully restored. The patient was followed up at six months without symptoms. There was no adverse patient sequela and no clinically significant delay. No additional information was provided. Details attached in article titled: "case report retrograde balloon dilation outside the main branch stent to restore the occlusion of side branch in chronic total occlusion bifurcation lesions."